Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The customer reported that during intraocular lens implantation the incision of an ophthalmic knife did not seem to be as wide as normal. Procedure was completed on the same day. Additional information confirmed that patient had no harm.

Manufacturer narrative:
Additional information is provided in sections d9, h3, h6 and h11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report of new design is different from the old ones, incision didn't seem to be as wide as normal; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo 1,2 and 3 shows the stem length of one knife appearing longer than the other knife. However, the sideport assembly drawing ia-824 allows a range so these parts could be in specifications. Reported issue cannot be confirmed from photos. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in sections h.6, h.3, the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.